Manufacturer narrative:
Details of complaint: the customer reported that a new patient's data being monitored at the central nurse's station (cns) disappeared and a previous patient's data appeared in its place. Patient a was moved from the critical care unit to the tele floor (hardwire to tele system) and then he was discharged, while patient b was admitted and monitored for 12hrs+ after which the display on the cns blacked out for two seconds, then popped up with patient a data, including waveforms. No patient harm was reported. Investigation summary: the issue was resolved after the patient was discharged and readmitted. The procedures for admitting, discharging, and transferring are provided in the operator's manual for this device. There is insufficient information to determine a root cause of the reported event. Since the issue was resolved by first discharging the patient and the readmitting, it is presumed that the receiver channel where the old patient was being monitored had not been discharged prior to the patient transfer. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident, and there is no recurrence history for this device.

Event description:
The customer reported that a new patient's data being monitored at the central nurse's station (cns) disappeared and a previous patient's data appeared in its place. Patient a was moved from the critical care unit to the tele floor (hardwire to tele system) and then he was discharged, while patient b was admitted and monitored for 12hrs+ after which the display on the cns blacked out for two seconds, then popped up with patient a data, including waveforms.

Manufacturer narrative:
The customer called in reporting an issue where a new patient disappeared and an old patient data appeared in the same place. The customer also stated that patient a was moved from critical care unit to the tele floor (hardwire to tele system) and then he was discharged, while patient b was admitted and monitored for 12hrs+ after which the central nurse's station (cns) display blacked out for two seconds, and popped up with patient a data, including waveforms. No missed alarms were reported. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1: 01/10/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3 02/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: 01/10/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3: 02/04/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: 01/10/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3: 02/04/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Two g9's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: attempt #1: 01/10/2021 emailed the customer via microsoft outlook for involved concomitant products: no reply was received. Attempt #2: 01/18/2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received. Attempt #3: 02/04/2021 emailed the customer via microsoft outlook for involved concomitant product: no reply was received.

Event description:
The customer called in reporting an issue where a new patient disappeared and an old patient data appeared in the same place. The customer also stated that patient a was moved from critical care unit to the tele floor (hardwire to tele system) and then he was discharged, while patient b was admitted and monitored for 12hrs+ after which the central nurse's station (cns) display blacked out for two seconds, and popped up with patient a data, including waveforms.